Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-27654 - device 5 of 5

Event description:
Reference number: (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced five infusion sets kinked cannulas within 3 hours of insertion. Site of insertion was abdomen. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.